Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that patient needed assistance pairing their new handset and communicator to their implant. During the call the patient received a por (power on reset) message. Agent walked the patient through activating MRI mode. The troubleshooting steps that were taken on the call resolved the issue. Agent emailed patient instructions on how to activate and deactivate MRI mode when they get to the MRI facility. Additional information was received from a healthcare professional (hcp) on 2025-mar-19. The hcp reported that the cause of the por message was unknown and no likely cause was noted. The steps that will be taken towards resolution were noted as being "patient will be contacted to schedule appointment as they have not been seen since (B)(6) 2023." The hcp noted that the issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.